Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst noted that there were no episodes stored on the attached save to disk file. The attached printout shows noise n the frozen strip, but no apparent oversensing.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.